Event description:
Literature: starr pa, martin aj, larson ps. Implantation of deep brain stimulator electrodes using interventional MRI. Neurosurg clin n am. 2009; 20(2) :193-203. Summary: this article presents a description of the technical approach to interventional MRI-guided deep brain stimulator lead placement based on 53 lead insertions into the subthalamic nucleus in pts with parkinson's disease. A brief comparison of complications to a historical group of 76 stn-dbs electrode implants using traditional frame-based stereotaxy and routine postoperative MRI was also noted. Reportable event: one pt experienced a suboptimally placed leads following lead implant using traditional stereotactic methods required surgical repositioning. No pt treatment or outcome was reported. Ref MFR report# 2182207-2009-06468.